Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005: patient presented with following pre-op diagnoses: internal disk derangement effecting l4-5 and l5-s1. For which, patient underwent following procedures: anterior retroperitoneal exposure of l4-l5 and l5-s1 with mobilization of the aorta vena cava and the iliac vessels and subsequent closure. Diskectomy of l5-s1 and l4-l5. Anterior interbody fusion with synthes plating, femoral bone graft and bone morphogenic protein l4-l5 and l5-s1. Application of plate and screws for l4-l5 and l5-s1. Per op notes, a 17 mm synthes spacer was chosen. Bone morphogenic protein was placed within the cage within the synthes spacer center and posterior to it prior to insertion of cage. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2005: patient got discharged. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.